Event description:
The pt rec'd a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt felt a shocking sensation when she switched between programs. When the pt tried one of her programs the stimulation became so intense that she needed help to turn the stimulation off. The pt was able to go back to a different program and the stimulation was normalized. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.